Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: updated: b4, b5, g4, g7, h2, h6, h10 corrected: h4. Procedural related complications are influenced by the type of surgery, patients pre-existing comorbid state, and perioperative management. Constipation is the inability to pass stool and is very common in the days and weeks after surgery. The anesthetic causes the bowel to rest and can trigger constipation. Other factors which may lead to constipation in a perioperative patient include dehydration, not eating, and opioid medications, immobility, and a reduced diet. Ileus (sometimes known as a paralytic ileus) is the condition that describes the bowel is not contracting. This condition usually lasts from a few hours to a few days, but on rare occasions may last longer, and can lead to a small bowel obstruction. Constipation and ileus is a common procedural related complication that results from the use of anesthesia and pain management medications. As the complaint indicated the patient developed a post-operative complication of small bowel obstruction 4 days postop and was rehospitalized, it can be implied medical intervention was completed to treat this complication, therefore our complaint category, medical: procedure related would be appropriate. The root cause of the reported event was determined to be unrelated to the implanted zimmer biomet device; therefore, a review of the device history records will not be performed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Device name: phx. Concomitant medical products: bearing standard 36 mm diameter cat# 110031418 lot# 64299809. Comp primary stem 7mm mini cat# 113627 lot# 534700. Comp rvrs shldr glnsp std 36mm cat# 115310 lot# 403190. Comp aug mini bsplt w tpr sm cat# 110032410 lot# 64314041. Comp rvs cntrl 6.5x20mm st/rst cat# 115394 lot# 585860. Comp lk scr 3.5hex 4.75x15 st cat# 180550 lot# 351840. Comp lk scr 3.5hex 4.75x15 st cat# 180550 lot# 351840. Comp lk scr 3.5hex 4.75x25 st cat# 180552 lot# 628410. Comp lk scr 3.5hex 4.75x20 st cat# 180551 lot# 628250. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2020 - 01791.

Event description:
It was reported that a patient had an initial right reverse total shoulder arthroplasty. Four days later, the patient developed a small bowel obstruction requiring hospitalization and treatment of clear liquids, lovenox, morphine, and ondansetron. The adverse event was resolved two days later. Attempts have been made and additional information on the reported event is unavailable at this time.